Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided by customer with clear evidence of separation. This verified the customer's complaint. The photo was all that was provided and without further evidence like a physical sample for investigation, the root cause of this failure cannot be determined. A device history record review could not be performed because a model or lot number was not provided by the customer. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd as lvp 20d 3ss cv, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: it was reported that the tubing was disconnected and blood was dripping from safety device. Item retained in defect depot?: not reported; below: location: (B)(6). Rn was called to the room because pt stated her "tacro was disconnected". Rn entered the room and found tacro tubing was disconnected where the safety devise and tubing are supposed to connect. The safety devise still had blue clam shell on and blood was dripping out of the safety devise. Rn clamped the line to stop the blood immediately and changed the tacro and runner tubing.